Event description:
It was reported that a user experienced elevated blood glucose into the 200s while using the ilet with a steel infusion set and had worn the infusion site for three days instead of the recommended two, leading the user to replace the site due to concern about insulin delivery. Symptoms included high blood glucose. Outcomes included transient hyperglycemia that resolved after site change, with no medical intervention or hospitalization reported. Troubleshooting and education were provided, and glucose returned to target range. Investigation included customer interview and device use review. Investigation of this case revealed an unclear cause of hyperglycemia with a potential contribution from extended infusion site wear. It was concluded that the event was user-reported hyperglycemia with cause unclear and no device return for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.